Event description:
A customer reported that after the intraocular lens (iol) was inserted during a cataract extraction procedure, a posterior capsular tear was noticed. The iol dropped while the surgeon was removing the viscoelastic and he had to perform a vitrectomy. The surgeon removed the initial iol and implanted an anterior chamber intraocular lens (aciol). The surgery was completed with no further harm to the pt. The surgeon is unsure what caused the posterior capsular tear and is not blaming the laser used during the procedure.

Manufacturer narrative:
The facility did not request service for the system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate of confirm the reported event. No phaco tip sample was received for eval. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. All phaco tips are 100% visually inspected by trained operators at the end of the mfg process prior to release of the product. The root cause cannot be determined conclusively. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. (B)(4).